Event description:
Event description guidant received information that this patient experienced tamponade during insertion of the guide wire. The patient required CPR and ventilation. The patient's rhythm and breathing recovered and the procedure was completed without the left ventricular lead. The physician believes that the issue was caused by the patient's severe chf and was not a result of a product malfunction.